Event description:
It was reported that the insulin pump alarmed button error. Customer stated she had low reservoir then had button error alarm. Customer's blood glucose at that time was 63 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to corroded keypad traces. The device passed the displacement test, rewind and basic occlusion tests and no unexpected low reservoir alarm noted. The unit had cracked display window corner and cracked reservoir tube lip.